Event description:
It was reported that during a stenting treatment procedure, a guide wire tip fracture occurred. The lesion was located in a chronic total occlusion of the moderately tortuous left circumflex artery. The kinetix guide wire was introduced and after advancing to the target lesion became stuck in the plaque. In an attempt to release the guide wire, a second guide wire was introduced and crossed the lesion. The kinetix guide wire did not release. The lesion was dilated and an unknown stent implanted. When the kinetix guide wire was extracted the tip remained attached in the stent struts and plaque and was not able to be retrieved. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).